Event description:
It was reported to philips that there was a power supply failure. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and found that the system had power supply failure. Fse was informed that the system was equipped with no image on any of the screens, the fault was in the x-ray pc. The disk status and activity of the pc were checked and found normal. The computer was shutdown. The fse visited site again and the equipment in question didn't presents failure anymore. The pcs and bays were cleaned. The system was under monitoring for 8 days and the issue didn't reoccur. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.